Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was attempted to be implanted and placed in a branch of the coronary sinus. The testing cables were connected to the lead and the first two poles of the lead exhibited high and undefined pacing impedance values. The other two vectors showed normal impedance. A couple different sets of testing cables were tried and the same results were observed. It appeared the the tip and second pole of the lv lead were open circuits. The lv lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and electrical testing found the proximal continuity was incomplete in the connector. The analyst noted that destructive analysis was performed and found the proximal conductor failed continuity in the connector. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: h6 (annex d) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.